Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgery, it was observed that the motor device was making excessive noise. It was reported that there was no delay to the surgical procedure as a spare device was available for use. There was patient involvement reported. The exact date of this event is not known. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the available data does not support the complainants description. Therefore the reported condition was not confirmed. It was further noted that the device had a cut in the hose (hose damage) near the muffler in zone 1. It was noted that this issue is consistent with an assembly issue and is related to improper/assembly and manufacture of the device. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.